Event description:
The clinician reports the implant was inserted 2022-03-30 in ada 10. On 2022-05-04, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.